Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic sys (rio) and the restoris multicompartmental knee (mck) implant sys. After a successful procedure was completed, upon removing the pelvic checkpoint, it was noticed that 3-4 mm of that checkpoint was missing. The surgeon was aware and no further action was taken.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was initiated at mako surgical. The broken checkpoint was not returned; nor was the lot number recorded. No x-rays were received for review; however, it is conjectured that the checkpoint fragment remained in the bone of the pt. No known instances of checkpoint breakage have occurred in prior cases, but the failure mode was identified in product risk documentation. No injury has been reported for this pt.